Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and return of the device are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause cannot be determined. A supplemental MDR will be submitted if additional information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a degenerated valve was explanted. No other information was provided. Attempts to retrieve additional information are in process.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Without additional information or return of the device the cause cannot be determined. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards received information that a 19mm aortic valve was explanted after an implant duration of five (5) years, four (4) months, due to degeneration leading to stenosis and regurgitation. A non-edwards valve was implanted in replacement with no reported complication for the patient.

Manufacturer narrative:
During visual examination, leaflet 1 had a 5mm tear along commissure 1 and a non-transmural tear of 9mmx3mm near commissure 1. The leaflet fragment fell off during evaluation. Serrated markings were observed on leaflet 1 near commissure 1, and on the cusp of leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Leaflets 1 and 2 were fused by host tissue approximately 2mm near commissure 2 at the outflow aspect. Leaflets were thickened and swollen. The sewing ring was cut all around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 3. X-ray revealed minimal calcification near leaflets 2 and 3; however, it was unclear if the calcification resided on the host tissue or on the leaflets. The wireform was distorted around the valve, and commissures 2 and 3 bent. H10. Additional manufacturer narrative: based on the product evaluation findings, the clinical observation was confirmed. Host tissue and thickened tissue restricted leaflet mobility which led to stenosis. The report of regurgitation could not be confirmed through visual examination. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.